Manufacturer narrative:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® ms instrument. The customer reported that the vitek® ms instrument identified streptococcus pyogenes, but later confirmed by a reference laboratory and vitek® ms retesting as streptococcus dysgalactiae. An internal biomérieux investigation was performed. The customer did not submit the isolate for evaluation. The customer did not provide requested data for the investigation. Vitek® ms result : single choice to streptococcus pyogenes. Other identification method : streptococcus latex group kit: the latex kit gave agglutinations result with group g. Vitek® 2 gp ID card: which confirmed it was a group g strep. Expected identification : streptococcus dysgalactiae. Orientation tests : strain b haemolytique on culture media. Culture conditions : culture media: cba agar. Incubation conditions: 37°c, co2 atmosphere. Last fine-tuning date : 01sep2017 (this was part of the servicing of the instrument). The customer did not respond to biomérieux's request for the date of the issue. Without the date, investigators were unable to obtain the correct mzml files. Investigation conclusion: conclusion on the system: no data received, so it was not possible to conclude on the system. Conclusion on the identification: no data received, so it was not possible to conclude on vitek® ms results. Suspected root cause of the issue: no data received, so it was not possible to define the root cause.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® ms instrument. The customer reported that the vitek® ms instrument identified streptococcus species, but later confirmed by a reference laboratory as streptococcus dysgalactiae. The isolate was subbed and put on the vitek® ms instrument again and the result came back as streptococcus dysgalactiae. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.